Manufacturer narrative:
Patient information was requested but has not been provided. A medtronic representative went to the site to test the equipment. The rep changed din rail fuses because they were in the open state. The imaging system then passed the system checkout and was found to be fully functional. The fuses were returned to the manufacturer and are currently under analysis.

Event description:
A medtronic representative reported that during a thoracic spine fusion case the mobile view station (mvs) power cord was tripped over which unplugged it from the wall. The system began to beep and the mvs shutdown. The image acquisition system (ias) remained on and the site plugged back in the mvs power cord but the mvs did not power back on. The rad tech had to manually open up the imaging system and removed it from the operating room. The site discontinued use of the imaging system and navigation. There was no impact to the outcome of the patient.

Manufacturer narrative:
(B)(6). Medtronic investigation of returned fuses confirmed the reported event. Continuity testing confirms both fuses are open. The reported event was confirmed to be caused by an electrical failure.